Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure kink in the channel was confirmed, likely due to heavy restriction noted at the bending section of the channel with the brush and the forceps. The most probable cause was a random component failure without any design or manufacturing issue. The root cause could not be determined. However, foreign material in the channel was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a kink of the biopsy cannel towards proximal of the scope and that there was foreign material in the channel that could not clear. The issue was found during reprocessing. No harm reported.